Event description:
Boston scientific neurovascular was made aware of an event in which a balloon was inflated in the external carotid artery for 30 minutes. At the conclusion of the procedure, the balloon would not deflate. The guidewire was removed, however, the balloon did not deflate. A syringe was used to attempt to suction the balloon, however was also unsuccessful. The balloon was pulled with force and deflated. After the balloon was removed from the patient a test inflation was performed and a pinhole was found on the balloon.